Event description:
Customer reported that the insulin pump returned a button error alarm. Blood glucose level was 200 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.